Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect troponin reagent has generated an elevated troponin result on a female patient. A sample from the patient was tested on (B) (6) 2009 and the result was reactive 1.516 ng/ml. The account's cutoff is 0.1 ng/ml. The patient previously went to a private laboratory for examination and the troponin result was below detection limit. There was no adverse impact to patient management reported.